Event description:
Related manufacturer reference number: 2938836-2019-03069. It was reported that infection was observed. The infection was not related to device system or procedure. The device system was explanted. The patient was stable.